Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR 1225714-2014-05574 and 1225714-2014-05575.